Event description:
It was reported that the patient came to hospital due to a patient alert. When the device was interrogated, there was sudden increased in impedance and the short interval counter was on a high level. The lead was not explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.